Manufacturer narrative:
A second vial of the same lot number of test strips was also provided by the customer for investigation. The returned test strips were measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Testing results: donor #1: master lot and retention meter: 2.3 inr. Customer strips and retention meter: 2.3 inr. Donor #2: master lot and retention meter: 2.6 inr. Customer strips and retention meter: 2.6 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material met specifications.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received questionable results in comparison to the laboratory method for a total of 3 patients tested with coaguchek xs meter serial number (B)(4). The customer states that the issue has only started happening recently. Of the three patients, one had an erroneous result from the meter. A sample from the patient was tested in the hospital laboratory using the dade innovin test method and it resulted as 1.9 inr. The patient was also tested on the meter and the result was 2.4 inr. The values were measured within 7 hours of each other. The patient was not adversely affected. The customer was not sure if a new finger was used for testing. The customer stated that some patients were bridging on lovenox, but this could not be confirmed for the involved patient. The customer did not know which patient was involved, so no information regarding the patient could be provided. The customer's product was requested for investigation and replacement product was shipped to the customer. Relevant retention test strips (lot 139821-11) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material performed as specified. The customer's returned meter and test strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 3.4 inr; donor 2 inr: 3.3 inr ; donor 1 hct: 41%. Donor 2 hct: 40% . Testing results: donor #1: master lot: 3.4 inr; customer strip and meter: 3.4 inr; donor #2: master lot: 3.3 inr; customer strip and meter: 3.3 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.